Event description:
The following was reported by the pt's daughter: it is alleged that in 2007, the pt was implanted with the composix ex mesh. In 2010, the pt began "oozing" foul smelling liquid from the belly button. The pt was placed on antibiotics, and a CT scan was done (the results of CT scan were not provided). It was stated that the pt will be going to see a surgeon in the future.

Manufacturer narrative:
The initial report did not provide contact info to gather additional info. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt's daughter indicates that the pt developed an infection approx 3 years post implant. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." It appears the mesh remains implanted however the pt's daughter did indicate that future surgery may have placed. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. If additional info is provided a supplemental report will be submitted.